Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.0/6.0/096 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the surgeon repositioned the lens and the patient is plano (no visual problems). The cause of the event was reported as the device.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).